Event description:
It was reported (1) er320 was used during a lap cholecystectomy. It was reported by the rep that upon approx the sixth firing of the instrument, the new clip fell out of the jaws prior to the surgeon squeezing the handles. A subsequent clip was located into the jaws and it to fell out. A new device was used to complete the case. There was no consequence to the pt. Device in question is not being returned.